Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A4: patient weight is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
(B)(6) 2024 - reporter responded via email advising that it is a fractured mount & same tooth number for both implants. It was reported that the implant mount at tooth site #19 was fractured at insertion. The second one attempted, also fractured. The third implant was placed successfully.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. Zimvie received one implant for evaluation. Visual evaluation was performed. Mount fracture detected. A piece of the fractured mount plus screw are still inside implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, device malfunction did occur. The mount fracture was identified. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.